Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient was told that they needed to go back to the cancer treatment center 30 days after being implanted for a regular reprogramming for the device to become more adaptable. The pain healthcare professional (hcp) said it needed to be reprogrammed and that a manufacture representative (rep) needed to be present. The patient went in for the appointment on (B)(6) 2019 and saw the hcp¿s physician assistant (pa) but the rep was not there. Beginning about the (B)(6)/ like the first week in (B)(6), the ins has been buzzing them and has been less effective as a result. The patient was getting out of their car when they stepped out and turned and noticed the ins buzzed them. The therapy concern was related to positional movement. The buzzing has been persistent since and stimulation settings aren¿t as effective because they have to keep them lower to keep the ins from buzzing them. The buzzing is up in their stomach and high up on the right side of their waist, instead of down their legs like it used to be. The buzzing can be painful if their stimulation settings are high enough, noting that right now they are set low and they can barely feel it tingling. Their pain level has gone from a 0-2 to a 6-7. Prior to implant, the patient had buzzing and numbness in their leg from sciatic pain. The sciatic pain came back a little bit since the buzzing started which is at a 3-4. The patient has been having a lot of spasms in their upper back since the buzzing began. The patient has to keep group a under 2.0 otherwise it is zapping them all the time. Group a was previously set to 2.7 which was pretty effective. Every once in a while there would be a little buzz when they got into certain positions but they didn't have to make adjustments. Group b is set to 1.9 and they can still feel stimulation a little bit. Group b program 3 is set to high 4¿s or 5 something but it doesn't seem to be as effective. During the call, the stimulation was off when they first unlocked the controller. The patient turned stimulation on and increased group a to 2.1 but they could feel the buzzing. The patient confirmed that buzzing was not felt when the ins is off. The patient was redirected to follow up with their hcp. The patient will be out of town for the next week and a half but has medication left that they can take while waiting to follow up with their hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The cause of the buzzing/zapping was not really determined. They turned it down and were reprogrammed on (B)(6) 2019. The issue has been resolved. No further complications were reported/are anticipated.